Event description:
In early 2009, product surveillance received a returned call from the home patient's peritoneal dialysis nurse (pdrn) regarding a reported condition of an unresolved check patient line alarm. To correct this, the pdrn confirmed the patient's catheter was surgically repositioned in late 2008 on an outpatient basis. The hp's minicap transfer set fell off a week prior to original date. Per the pdrn, the cause for the transfer set falling off is unknown. The pdrn related that a break in aseptic technique was identified: the hp's dog licked the transfer set and the hp then put the transfer set back on. The hp was diagnosed with bacterial peritonitis the next day. The hp's signs/symptoms included cloudy effluent and abdominal pain. The hp was given ceftazadime and cefazolin the same day, treatment ongoing. The hp did not have an exit site/tunnel infection, and the hp does not routinely re-use supplies. On three days prior to original date, the hp was considered recovered from the peritonitis episode based on clear effluent and no abdominal pain. The rn believes the peritonitis is related to the transfer set falling off. The hp was retrained by the rn on proper procedure and continues with peritoneal dialysis therapy.